Manufacturer narrative:
Title: intragastric single-port surgery: an innovative and multipurpose technique for the therapy of upper digestive tract lesions source: surgical innovation 2022, vol. 29(1) 56¿65 © the author(s) 2021 article reuse guidelines: sagepub.com/journals-permissions. Doi: 10.1177/15533506211015386 journals.sagepub.com/home/sr. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study analyzed outcomes of patients who underwent intragastric single-port surgery for different upper digestive tract lesions after roux-en-y gastric bypass (rygb) between january 2013 and december 2018. There were 20 patients in the study. Ten patients underwent gastric lesion resection, 9 patients underwent endoscopic retrograde cholangiopancreatography, and one patient underwent pancreaticogastric anastomotic revision. In patients who underwent gastric lesion resection, 45mm purple cartridges was used. Two patients developed postoperative gastric mucosal bleeding on the post operative second and fourth day at the resection stapler line and required endoscopic hemoclip placement. Patient did not need blood transfusion.